Event description:
It was reported that during a morning shift check, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message upon power up. Caller pulled the lifeband completely up but the message did not clear. He also replaced the lifeband but the issue did not resolve. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/27/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the top cover, front enclosure and bottom enclosure to be cracked, and the battery lock to be bent. A review of the archive was performed and found numerous ua 07 messages to have been exhibited between (B)(6) 2013. No other issues related to the reported complaint were noted. Functional testing of the platform was unable to be conducted due to a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message being exhibited upon power up. The load cell single point was replaced remedying the customer's reported complaint of the platform displaying a ua 07 message. Additional work completed (that was not related to the reported complaint) to ensure that the autopulse platform is functioning without issue: top cover, front enclosure, bottom enclosure, battery lock, and the power distribution board (pdb) were all replaced. In summary, the customer's reported complaint of the platform displaying a ua 07 message upon power up was confirmed both through review of the archives and during functional testing. The root cause of the ua 07 was determined to be a load cell that was not functioning properly. The load cell was replaced, remedying the complaint. While undergoing final functional testing, the platform exhibited a ua 29 (loss of break connectivity) message. The processor board was replaced, remedying the issue. After which, the platform passed all testing.